Manufacturer narrative:
Concomitant medical products: 4194 lead, implanted: (B)(6) 2009; 6947-65 lead, implanted: (B)(6) 2009. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent atrial undersensing and the left ventricular (lv) lead showed a threshold increase. The ra lead and lv lead remain in use. No patient complications have been reported as a result of this event.